Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as itchy bumps. The patient stated they have an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient is a dermatologist and is using cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.